Event description:
The user facility reported that 30 minutes into dialysis treatment, a fiber leak occurred during the 21st use of a dialyzer. No blood loss was reported to have occurred. The blood in the circuit was returned to the pt and the unit was changed out to another dialyzer without any pt complications. Additional event specific info was not available.